Event description:
Customer alleged seat cracked. Replacement #(B)(4). Minor injury alleged.

Manufacturer narrative:
(B)(4) - dealer called and stated that a customer sat on the rollator in the showroom and the seat cracked. The seat has been replaced under warranty order #(B)(4). No injury.